Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming the alleged issue. Additional physical investigation was performed on the device, confirming the alleged issue. The pump reservoir function was checked by filling the reservoir with 20ml of sterile water for injection and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was refilled and the cap was flushed with 5ml of sterile water. A demand bolus of 0.3mg with a 1.00 mg/ml concentration over 16 minutes was programmed. At ambient temperature, fluid droplets were observed at the tip of the stem indicating proper priming of the pump. A second demand bolus, programmed with the same parameters, at 37 degrees celsius, did not produce fluid droplets at the tip of the stem. The pump was programmed with a 1.994mg daily dose multi-rate flow test over a 24-hour time period at 37 degrees celsius. The dispensed volume 0.947ml (0%) of the expected volume. Further analysis of the valves will be captured through (B)(4). Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report two underinfusion volume discrepancies. For the first discrepancy, the expected volume was 8.5ml and the actual aspirated volume was 18ml. For the second discrepancy, the expected volume was 8.1ml and the actual aspirated volume was 19.5ml. A cap study was then performed and the results were normal. It was stated that the patient had complained of increased pain. The pump was later explanted and replaced with a medtronic device. During the replacement surgery, the physician cut the catheter and spinal fluid was visualized coming from the segment within the intrathecal space. It was reported that the patient had previously sustained a fall.